Manufacturer narrative:
E1 full establishment name due to character limit: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had noisy screen. The issue occurred during maintenance. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the corrosion of ultrasound plug unit resulted in the screen becomes noised. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.